Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that, the patient was hospitalized on (B)(6) 2024 due to high blood glucose level for 3 days. The patient's blood glucose level at the time of hospitalization was over 600 mg/dl. The patient was treated with intravenous insulin drip. The other events that occured at the time of hospitalization included headache and diarrhea. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6)